Event description:
On 11/14/96, at approx 11:00 am, a code occurred in the emergency room. A code was called and the defib was brought into the room. They tried to charge the unit repeatedly and the result was "error 2" being displayed every time. The unit would not charge so a second defib was brought in within one minute. The pt was unable to be resuscitated.